Event description:
The account alleges that they are able to set the brake pedal and only the brakes casters at the head of the bed are holding. No alleged injuries reported.

Manufacturer narrative:
The account replaced all brake casters to resolve the issue.